Event description:
It was reported that the 2800 system experienced error codes 792 and 134 that required reboot to clear errors. It was also noted that a false released early message in film mode was indicated. In addition advised that the x-ray arm release switch is broken and collimator panel membrane split. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Could not duplicate the error codes or symptoms, but confirmed damage to the switch and panel. Repaired switch and replaced panel. The system was tested and found to be working as intended and placed back into service.